Manufacturer narrative:
Communication with the customer indicated that the battery most likely depleted due to performing excessive battery pack selftests which prematurely depleted the battery pack. As a follow-up the proper maintenance of this device was reviewed. No additional information is available to further investigate the event. Referred customer to distributor for replacement battery pack and pads. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED was displaying service code indicating battery voltage that may be related to incomplete self-tests and the asi is blank. The pads have an expiration date of (B)(6) 2023. The reported event did not occur during patient use.